Event description:
Information was received from a patient regarding an external device. It was reported that the controller does not power on since about a week ago. Patient stated the controller is fully charged. Agent assisted patient with resetting the controller, controller powered on without the battery pack when plug into the outlet. Controller shows mdt when the battery pack is placed into controller but controller is not charging when plug into the outlet. Agent confirmed green light on the ac power cord and there is no damage on the cord or controller port or the battery pack. Agent asked patient to try aa batteries in the controller and the controller powered on. Agent asked patient to place lith battery pack in the controller and plug controller into the outlet and controller is not charging but powered on. Patient confirmed there is no visible damage to the recharger cord, pins, controller port or battery compartment. Patient tried a different outlet and confirmed the green light was blinking on the outlet. The patient mentioned the implanted neurostimulator has worked great for them but it takes them a while to get the controller to connect to the implanted neurostimulator. The issue was not resolved through troubleshooting. A replacement controller and battery pack were sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: m995402a001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.